Event description:
It was reported that during a coronary stenting treatment procedure, the catheter was stuck to the wire and it appears that the distal portion of the shaft has unraveled. The lesion being treated was located in the mid left anterior descending artery (mid lad). The physician was treating in-stent restenosis which was tortuous, with 90% stenosis. After deploying the stent, the taxus catheter was stuck to a non bsc wire and it appears that the distal portion of the shaft has unraveled. When walking out the catheter, the physician noticed a lot of resistance and used excessive force to walk the catheter out. Could not get out any further from the toughey bourst and pulled it out all in one. There were no reported complications and the patient is listed as fine.

Manufacturer narrative:
.